Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer's blood glucose level. Customer reset pump after receiving complete reset instructions from technical support, and customer was then able to interact with pump screen, so pump reset resolved issue.